Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber. Patient also alleged difficulty in breathing & dry throat, headache. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of particles in tubing/chamber.patient also alleged difficulty in breathing & dry throat,headache. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device was completed by the manufacturer and found no evidence of contamination. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-53 on the error log. The device was applied power and the device operated properly. The manufacturer confirmed there was evidence of sound abatement foam degradation. In the initial report, code for dry throat was not provided, which is updated in this report. Section d9, g3, h6 has been updated/corrected.